Manufacturer narrative:
The customer replaced the gas delivery system (gds) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60 indicating that the v60 was unable to enter standby mode. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the v60 was unable to enter standby mode. The remote service engineer (rse) advised the customer that the failure was most likely due to the flow sensor being out of specifications. The rse then advised the customer to complete test 7 air flow accuracy. The rse also provided the customer with 2 options for replacing the flow sensor assembly by providing the part number for the air flow sensor assembly and gas delivery system (gds). Resolution and disposition are pending.